Manufacturer narrative:
(B)(6). (B)(4). Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for shield does not detach as intended the 1st for plunger difficult to move and the 10th for needle hub separates on lot # 8337709. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, shield does not detach as intended, plunger difficult to move, needle hub separates) was captured and addressed. Investigation summary: customer returned photos of a 3/10cc, 6mm, 31g syringe with the poly bag from lot # 8337709. Customer states that the "orange cap" was too hard to pull and when he was able to apply the medication, he realized that the plunger was too hard and had to apply force. But today he applied the medication again and at the time of removing the cap the needle came out. The photos were examined and exhibited the syringe with the hub-needle/shield assembly separate from the barrel. It is difficult to determine if the plunger is difficult to move solely from the photos. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch #8337709. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted for cracked hubs. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates, shield does not detach). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (plunger difficult to move). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4), "on 28 aug 2020, (B)(4) received photo complaint. A visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any core pin damage. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #18413 was for raised hubs. The amplifier was out of adjustment. Corrective action: the amplifier was adjusted. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA(B)(4) has been opened to address this issue.

Event description:
It was reported that the bd 0.3 ml insulin syringe with bd ultra-fine¿ needle experienced difficult plunger movement and hub separation from the device during use. The following information was provided by the initial reporter: the customer got in touch because he bought a syringe package and realized that the "orange cap" was too hard to pull and when he was able to apply the medication, he realized that the plunger was too hard and had to apply force. But today he applied the medication again and at the time of removing the cap the needle came out. Additional information: the customer was asked the following: the syringe that had the orange cap ¿tightened¿ (hard to remove) is the same syringe that had difficulty moving the plunger, and that the needle separated from the barrel when removing the cap? That is, only 1 syringe presented the 3 deviations? Client replied: "yes, they occurred in the same syringe. The others in the lot presents the cap difficult to remove, but the needle did not come out. After the event, I am taking the caps very carefully."